Manufacturer narrative:
Na.

Event description:
Information was received from an international distributor that their customer reported the ventilator had exhibited an odor overheating upon power on. The ventilator was not in use; therefore, there was no patient involvement or harm. The distributor's service engineer confirmed the customer reported problem and replaced the power supply to correct the findings. Malfunction of the power supply during use could cause the ventilator to shut down. The power supply was requested to be returned to the manufacturer for failure analysis and testing.